Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was returned for failure analysis, and the reported complaint was not confirmed or replicated. A visual inspection found no issues that would be related to the reported event. The unit was installed onto a golden system and was tested with 10 power cycles and 50 energy cycle cut/seal actions and could not be confirmed or replicated during testing.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported error was not confirmed or replicated. In error logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and functioned as expected. The unit energized, cauterized, and recognized all instruments. The unit will be returned to original equipment manufacturer (OEM) for additional failure analysis and for potential repair. The probable root cause is likely due to an electrical component failure within the erbe.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe and e-100 due to error c-37. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe or e-100 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure using an xi system, the clinical sales associate (csa) called to report an issue with the integrated electrosurgical unit (iesu) or erbe due to error c-37, which occurred only with the monopolar instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised checking the vision side cart (vsc) pedals and reviewed the system logs, confirming error c-37 along with errors 25913 and 25920. The customer stated that the pedals were neither stacked nor pressed but they moved the pedals regardless; however, the issue recurred. There were no warnings or messages related to the neutral pad. The tse then recommended testing another ebre monopolar port and replacing the energy cable. After switching to a different port, error c-37 did not recur. The customer declined cable replacement to prevent procedure delay. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 02/26/2026: the operation was completed successfully with the generator.